Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the mpu has a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or from the back of the unit. It was noted that there was an environmental circumstance, loss of power to the house, that would affect ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. On (B)(6) 2024 at 05:19:14 a no external power alarm activated when voltages across both power cables simultaneously dropped to ~4.8v while connected to the mpu. This sequence of events is consistent with a loss of ac power while the controller is connected to the mpu. The backup battery provided support to the system during this event. Pump operation was not affected. Provided information indicated that the patient had lost power to their home during the event. The reported event was not correlated to an issue with the mpu. The device history records for the mobile power unit (serial # (B)(6)) were reviewed and found to have passed all manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 3 : ¿powering the system¿ and heartmate 3 patient handbook section 3 : ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured a no external power alarm and multiple other alarm types on (B)(6) 2024. This was caused by the power to the mobile power unit being briefly interrupted. There was no interruptions in pump support during this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.